Event description:
Returned product rec'd with report of "rotor stall. Roller study x2 in or with no rotor movement." No further info is available on the event from voluntary rptr. Device is presently in analysis at MFR's facility.

Manufacturer narrative:
08/18/1998: h6-primary finding of device analysis revealed normal device function, no anomaly found. The device was placed in extended testing in an attempt to duplicate the reported event, and the device passed a 113 day cycle test with normal device function noted.